Manufacturer narrative:
Additional information was reviewed on 4/25/2019. In addition to the rippling reported previously, the patient had unspecified health issues beginning in 2003. The rippling was noted in 2004. The patient has stated that the devices will be explanted in (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with unknown mentor saline prostheses and experienced bilateral rippling post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-09095 for contralateral prosthesis report.